Event description:
The reporter stated that she had gotten the er1 message once, a month ago. At that time she said that she didn't take her insulin, but that it was not due to having rec'd the er1. She stated that she felt "ok" and did not seek medical attention as a result of the er1 message.